Manufacturer narrative:
This report is submitted on september 13, 2023.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the device. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient experienced skin flap breakdown at the implant site. This report is submitted on july 15, 2024.

Manufacturer narrative:
This report is submitted on october 20, 2023.